Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: new pfs received- new event vaginal bleeding was added.reporters information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems and vaginal infection. Essure implant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.